Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in clinic, left ventricular lead was found to be dislodged. Event was resolved on (B)(6) 2019. It is unknown how the event was resolved. Further information is requested and not available yet.